Event description:
It was reported that the patient experienced increasing dyspnea due to a pericardial effusion that occurred during the implant procedure. No intervention was performed and the effusion resolved. The leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.